Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6), 2012 during a stent placement procedure. According to the complainant, the stent was implanted to treat an ileus within the large intestine due to a malignant stricture. During the first two days after the stent placement, the patient was able to defecate without any issues. On (B)(6) 2012, the patient developed abdominal pain. On (B)(6) 2012, a contrast radiography using endoscope was performed, and leakage was noted from the middle of the stent into intraperitoneal. An emergency celiotomy was performed, during the surgery a "pinhole" like perforation was noted where the stent had been placed. The stent remains implanted. The patient is being treated with an adoral stoma and drainage. In the physician's assessment, the event may be due to anatomical condition, which was a rare case of diffused-infiltrating cancer and the long stricture. The patient's life expectancy is not considered long and the patient will be cared for at home. It was repored that the patient is no longer able to eat.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.